Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The consumer did not squeeze the test tube when the swab was being stirred inside the tube. Product labeling states: "insert the swab into the tube 10x until the soft pad is in the liquid. Squeeze the tube at the bottom and hold it tight. Then stir the swab more than 10 times. This is to transfer the biological material from the swab to the liquid." The case has been sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to pcr. On (B)(6) 2022 the consumer began experiencing symptoms of being light-headed, lethargic, and overall not feeling well. On (B)(6) 2022 the consumer had a pcr test performed and the result was positive. The consumer believes she has covid-19 based on the pcr result. On (B)(6) 2022, in the afternoon, the consumer performed a covid-19 at-home test and the result was negative. The tests were taken within 24 hours. No other information can be provided. No additional information about treatment and outcome was provided.